Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, it was noted that air was leaking from a 5.0 x 20 mm armada 18 balloon dilatation catheter (bdc). Therefore, the balloon was inflated (outside the anatomy) and a small hole in the balloon was noted. Therefore, the device was replaced with an unspecified armada 18 bdc to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported hole on the balloon was unable to be confirmed. A tear was confirmed in the inner member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the tear. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.